Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with needle failed to retract.

Manufacturer narrative:
Investigation: review of the DHR disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated. Two photos were submitted for review. Photo one displayed a non-retracted unit with a finger pointing towards the white button. There were bodily fluids in the flashback chamber. Photo two displayed the paper top web (label) with the bd logo, ref no., description, lot number and the expiration date. Based on the review of the submitted photo the defect needle retraction failure was not confirmed. The photo did not reveal any of visible anomalies or damage that would contribute to the alleged defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with needle failed to retract.